Event description:
Revision surgery - due to a bearing and condyle change because of wear.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was wear. The actual length of in-vivo patient service was 3.6 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. Review of the device history record (DHR) for the explanted part revealed no discrepancies or issues during the manufacture of this part. A search of the device investigation history produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. The evaluation of the reported complaint does not indicate a system non-conformity, negative product or process trend, or risk to patient health or safety. This complaint is deemed to be non-product related. The complaint states the patient's bearing and condyle were exchanged because of wear. This revision was necessary to correct the patient's condition. No other conditions, root cause, relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part associated with this investigation was not returned to (B)(4) for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.